Event description:
During the t2 ph nail surgery, when the package for the guide wire (sterile) was opened and removed the blue protective cap from the tip of the guide wire appeared to have the blue protective cap adhered to the tip of the guide wire. Therefore the surgeon used new another sterile guide wire.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.